Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 (scope communication err) and the connecting tube had coating peeling. (1mm2 or more) a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the intermittent image as well as the e216 scope communication error was due to the damage on the charged coupled device (ccd) unit; expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the subject flex video scope device image disappeared during the angulation operation. There was no patient involvement.